Event description:
The reporter noted the pt was enrolled in a clinical study in (B)(6) titled: "eval of integra artificial dermis for the treatment of leg ulcers. The pt underwent implantation of idrt on (B)(6) 2011, on a mixed ulcer. The pt developed a local infection on (B)(6) 2011, under the silicone (positive for pseudomonas "aerugosima" and e coli). Antibiotic treatment and washing were provided. The infection subsided on (B)(6) 2011. The pt developed a new infection on (B)(6) 2011, with lysis of the graft at 80%. Treatment was provided with a different dressing.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.